Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis of a gi bleed during a procedure on a unknown date. According to the complainant, during preparation, the injection gold probe was connected to the generator, and tested by putting the tip in a gel and pressing the foot pedal but it failed to conduct electrical current; "no energy" delivered through device. As this issue was identified outside the patient, the device was removed from service, and then the procedure was completed using a different device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
Event/procedure date was unknown but reported as "a couple of months ago". (B)(4) for the reported event: probe fails to deliver energy. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.